Manufacturer narrative:
The device was returned to zoll medical corp. And the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor error" message. It is not known which compressor error was displayed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll med.corp. Has received the product and will be providing a follow-up report when our investigation is completed.